Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was broken, thus turning the device off. As of this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was broken, thus turning the device off. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead exhibited noise, low impedance and intermittent capture.